Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, it would lock-up on the initial start-up screen and does not complete the boot-up cycle. After approximately 15 seconds, the device would reboot by itself and lock-up again in a continuous loop. As a result, defibrillation would not have been possible, if it were necessary. There was no patient use associated with the reported event.